Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that blood temperature readings were approximately 24 degrees c and the catheter was unable to measure co on the first day of use. The non-edwards thermistor cable was replaced but the problem was not solved. The catheter was replaced then the problem was solved. The expected value was 36 degrees c. The patient was not treated based on the incorrect value. There was no occlusion, leakage or kink noted in the catheter. There were no patient complications reported. Patient demographic information requested but unavailable.

Manufacturer narrative:
One catheter without any attached components was returned for evaluation. Clotted blood was observed inside the catheter. No visible damage to the catheter body or balloon was observed. No error message was observed on vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible abnormalities were found. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The proximal injectate lumen was occluded with clotted blood and it was not able to remove the occluded blood with warm water, stylet wire or guidewire. The pa distal lumen was patent without any leakage or occlusion. Balloon inflation testing was performed with a lab syringe with 0.8 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. Customer report of blood temperature and co measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. The patient¿s body temperature can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, the troubleshooting process will begin. In this case, the catheter was found to be suspect and was exchanged through the indwelling introducer with a minimal delay in monitoring/treatment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.